Event description:
The facility reported a pump that needs new batteries. This problem occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007. Evaluation summary: the reported condition of needs new batteries was confirmed as caused by failure code 570:320:844:0000. This failure code was identified in the pump's event history file during product evaluation. Inspection of the device found the pump's main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.